Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the distal right coronary artery with moderate tortuosity, moderate calcification and 90% stenosed. A 3.0x15 mm rx trek balloon dilatation catheter (bdc) was prepped per the instructions for use, advanced to the target lesion without any resistance noted for pre-dilatation and inflated at 8 atmospheres for 5 seconds. However, it was noted during cine that the balloon did not fully expand. Thus, the balloon was deflated and the device removed from the patients anatomy without any resistance noted. A pinhole rupture was noted and confirmed outside of the patient. A non-abbott balloon was used for dilatation to complete the procedure after stenting. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw elite ii; guide catheter: hyperion jr35. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.